Event description:
It was reported that the patient developed an infection at the ipg site. The physician believed it was a combination of patients auto immune disorder and patient cuts a suture from the ipg site with a pair of scissors. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg was not returned as it was retained in the hospital. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.